Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low shock impedance measurements. The physician suspected this was caused by insulation damage. Subsequently, this rv lead was extracted. During the procedure, the physician had difficulty removing the lead as it was fibrosed. The lead was extracted with a laser. No additional adverse patient effects were reported.